Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.